Manufacturer narrative:
The product was returned for investigation. The reported failure of switching from oscillation to high speed could not be confirmed. The reported failure of a system error message was confirmed. The product was subjected functional testing and visual inspection. The product was powered on and an e01-0080000000 error message was displayed. The power circuit board was visually inspected and 2 burnt components were found. In addition, the error logs were reviewed and no critical errors were noted. The power circuit board was replaced and the product was functionally tested. The product functioned as specified. The root cause of the error message was traced to a defective power circuit board. In sum, the customer complaint was partially confirmed. The failure modes will be monitored for future reoccurrence.

Event description:
It was reported that the unit experienced an e1 system error 0080000. It was further reported that the unit appeared to be switching from oscillation to high speed on its own.